Manufacturer narrative:
The customer complaint of tcmid: 06 was confirmed during functional testing and review of the returned console's event log. The root cause of the issue was found to be a defective compressor cooling engine. The thermogard console is a reusable device and was manufactured in 2012. Therefore, this type of issue with the cooling engine is characteristic of normal wear and tear for the life of the device. Additionally, (unrelated to the complaint) multiple physical damages, a missing pan drip, and a low display lithium battery voltage were observed during visual inspection of the console. Device history record (DHR) was reviewed for service information related to the reported complaint and there was no previous history of complaint reported for the thermogard ivtm system with serial number (B)(4). Upon customer approval, the components will be replaced and the device will be further tested to full specification.

Manufacturer narrative:
A zoll service technician will be investigating the zoll console at the customer site. The investigation has not yet been completed. A supplemental report will be filed when investigation has been completed.

Event description:
It was reported that the thermogard xp ivtm console (s/n: (B)(4)) displayed an error message of tcmid: 06 (ce post failure). No further information was provided. No known patient consequences reported.